Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was over filling the cartridge. The customer was educated on the proper load techniques. Customer's blood glucose due to the issue was noted to be "high," exceeding 500 mg/dl (27.7 mmol/l). In response, the customer took corrective measures by administering a correction bolus via pump or injection as needed and resolved the issue by changing the infusion set and cartridge, then resuming insulin usage.